Event description:
Patient presented with a grade ii open right tibia fracture was implanted with im tibial nail construct on (B)(6) 2012. The fracture showed some signs of healing but the skin wound would not heal. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed the right im tibia nail and screws due to possible infection. The surgeon performed an irrigation and debridement to the site and the patient was revised to a smaller tibial nail construct and coated with antibiotic cement. The procedure was completed. Reportedly there was no broken hardware. This is 3 of 6 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
A manufacturing evaluation was conducted. Four screws were provided with the subtasks associated with this complaint. All were identified by part number. Part number identified as 04.005.528 is incorrect. After final evaluation, it was found that the length of this part identifies this part as an 05.005.536. This screw is whole and intact. The drive has been lightly to moderately damaged, primarily at the top of the drive. There are drive engagement marks extending approx. A third of the depth of the drive. The top of the head has scratches primarily on one side of the head some of which extend across the band. These marks do not affect profile. The shaft threads are relatively free of damage except for a few light impact type marks at the first three threads that do not affect profile. The shaft thread damage and the head damage are on the same side of the part. The flutes and tip are in good condition. Part number corrected as per manufacturing evaluation.